Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Event description:
During the jugular artery access procedure, the biopsy forceps broke at the junction of both jaws without separation. There was no patient injury, but there was an important risk of vascular injury. The procedure was completed successfully.